Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient hadn't used the system in some time as the patient had lost their external controller. Caller states the patient mentioned that the system 'moves all over the place' and the 'wires' move. They were needing a head scan, agent reviewed protocol and reviewed possible eos situation. Caller states the patient has limited mobility. Redirect to national answering services for a conversation with a local manufacturing representative (rep).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-28 (lot: va1nbh9); product type: 0200-lead; implant date (B)(6) 2018; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.